Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient's symptoms were a result of the ins being depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating their healthcare professional had been notified and they had an appointment (B)(6) 2017. The cause of the tingling/tremor not being suppressed and the patient programmer not turning on was not determined. It was reported the left and right stimulators were replaced (B)(6) 2018. The patient reported the tingling/tremor issue and patient programmer issue had been resolved "so far".

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer. Patient it was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209 178-2018-01602 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that when the patient woke up, brushed their teeth, and ate breakfast, their tremor was not suppressed. The patient stated that a ¿tingle came down¿ their arm and they were not sure if they triggered it or did not give it ¿enough of a chance after changing settings¿. It was also noted that when driving down the driveway, they felt a tingling. The dates of these occurrences were unknown and they noted it was a random occurrence. The patient stated that it had not been a problem but they thought ¿maybe a loose wire or something¿. It was also reported that the patient had several occurrences where the programmer did not turn on. As part of troubleshooting, the batteries were changed and the unit worked (the patient checked the old batteries and they were good. A few days later, the issue occurred again where the programmer would not start up. Again, they just took the batteries out and put them back in and the unit started working again. The patient did mention that one other time, the unit gave them a ¿symbol or icon¿ but they did not what that was. There were no further complications reported or anticipated.